Event description:
Patient having endovascular coil embolization of a right internal carotid artery aneurysm when the endovascular stent catheter ruptured. Procedure aborted and rescheduled. All portions of the catheter were removed.